Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure/. The following information was provided by the initial reporter. The customer stated: "tips of needle doesn't align with the safety lid."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-21 . H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing, activating the eclipse shield, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. However, it was observed that the bevel orientation of the cannula tip was not aligned correctly. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the issues of defective locking mechanism and incorrect bevel orientation were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect bevel orientation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure/. The following information was provided by the initial reporter. The customer stated: "tips of needle doesn't align with the safety lid."